Event description:
Terumo medical corporation received the reported information. The angio-seal device was used as a second device. The assembly of the first angio-seal device could not be inserted into the artery. The device was then replaced with the angio-seal device concerned; however, the same problem occurred with the device consecutively. The physician stopped using the device and applied manual compression to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. The type of procedure performed was hemostasis. The estimated blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
E3: occupation: cardiovascular medicine. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator assembly were returned fully mated and with a kink at the blood inlet holes of the assembly. Dimensional analysis was also performed by measuring the outer diameter (od) of the locator and od of the hemostasis sheath. The dimensions were found to be as follows: locator od - 0.090", sheath od - 0.116". The locator and hemostasis sheath were found to have been within the appropriate specification of 0.092'' +.000 / -.002 and 0.115" +/- 0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The sample was returned for evaluation and a kink was noted at the blood inlet hole of the sheath and locator assembly. Functional testing was performed by measuring the od of the sheath and locator and both components were within specifications. Based on the condition of the device, it the complaint can be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the assembly due to off-axis loading of the device during insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk tabel (hbrt). This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2025-00735.